Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's were completed. Lot # 8d00585 was sterilized and released on review of results. All of the results were within specification and products were released in accordance with standard operating procedures. The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen 3. A visual inspection was performed in accordance with test method and was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process for lot 8d00585. This is the only complaint for the affected lot. Two (2) photographs have been received for this complaint issue and have been evaluated in accordance with work instructions. The photographs confirm the batch number and confirm the complaint issue. A non- conformance was opened for this complaint issue for the size of dressing for doyen 3, with a root cause investigation being completed. The root cause was found to be that the cross seal would not initially engage during the startup process. The rejection gate process was overhauled during a monthly pm and the startup discharge process has been updated. This issue will be monitored through the post market monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported there are two packages opened upon receipt of the product. Photos depicting the reported complaint issue were provided by the complainant.